Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that per the instruction for use (IFU) ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated, and the reported device damaged another device appears to be related to the combination of user technique/procedural condition and reported poor image resolution. Additionally, the reported poor image resolution is due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient underwent a second mitraclip procedure on (B)(6) 2019. Two additional xtr clips were implanted. One clip was implanted on the septal and posterior leaflets, stabilizing the previously detached clip, and one clip was implanted on the septal to anterior leaflets. The tricuspid regurgitation was reduced from grade 4 to grade 1-2. The patient tolerated the procedure and is doing well. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtr device referenced is filed under a separate medwatch report.

Event description:
This is filed for clip delivery system (cds) interaction with an implanted clip, causing single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) of grade 5. Patient anatomy included thin leaflets and a coaptation gap of 0.8 cm. Visualization was noted to be difficult due to the tricuspid anatomy. One clip was implanted without issue. A second clip (xtr) was implanted on the anterior and septal leaflets. A third clip (ntr) was advanced, however, during advancement, the ntr clip delivery system (cds) interacted with the implanted xtr clip, knocking the implanted xtr clip off the septal leaflet. An attempt was made to implant a third clip; however, due to the visualization difficulty, the third clip could not be implanted. The slda remained untreated and the patient was in stable condition post procedure. The tr was reduced from grade 5 to grade 4. No additional information was provided.